Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the drain line of the amia automated pd cycler set. This was observed during training for peritoneal dialysis therapy. The heater bag was adhered to the drain line. An attempt was made to disconnect it, however it caused a hole in the line.there was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.